Event description:
The consumer reported that the patient experienced a loss or change of therapy for the last 2 weeks since (B)(6) 2016. The patient didn't think their device was working. The patient had a return of symptoms of incontinence for bowel. The patient called their health care provider (hcp), the hcp called the manufacturer representative, and they said the patient needed to call the manufacturer. The patient did not feel stimulation and the therapy was on, set on program 3 at 1.1v. The patient increased to 2.0v and felt stimulation in the correct area. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.